Manufacturer narrative:
Initial and final MDR(B)(4). Device 11 of 12.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced twelve infusion sets cannula kinked events on 09-sep-2024, 15-sep-2024, 21-sep-2024, 30-sep-2024, 12-oct-2024, 17-oct-2024, 20-oct-2024, 25-oct-2024, 25-oct-2024, 31-oct-2024, 03-nov-2024, and 12-nov-2024. The event occurred within three hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.